Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p92-20, that has a similar product distributed in the us, list number 07p92-21.

Event description:
The customer observed a falsely decreased alinity I total psa result for a (B)(6) year-old male patient with end-stage prostate cancer. The following data was provided:initial result was 0.16 ng/ml. The patient¿s historical results, on the architect platform, were 16 ng/ml in (B)(6) 2020, 33 ng/ml in (B)(6) 2021, and 68 ng/ml in (B)(6) 2021. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased alinity I total psa result included a search for similar complaints, trending data, labeling, device history records, and testing of retained reagent kits of the complaint lot number. Trending review determined no adverse trend for the issue for the product. Return testing was not completed, as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 25581fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I total psa assay, lot number 25581fn00, was identified.